Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2006 by the american journal of sports medicine titled ¿a prospective outcome evaluation of arthroscopic bankart repairs: minimum 2-year follow-up¿. The study reviewed eighty-five (85) patients who underwent shoulder procedures using arthrex fastak devices. Eight (8) patients were documented to have had glenohumeral instability with one (1) resulting in an implant failure with loose anchors during the twenty-four (24) month follow-up period. Ref: carreira, d. S., et al. (2006). "A prospective outcome evaluation of arthroscopic bankart repairs: minimum 2-year follow-up." The american journal of sports medicine 34(5): 771-777.